Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to high impedance of greater than 3000 ohms and high pacing thresholds. The lead was tested through the analyzer and impedance was confirmed. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.